Manufacturer narrative:
Additional event information and patient status update were provided. During the implant procedure on (B)(6) 2020 thrombosis developed within the stent after deployment and ozagrel na injection, radicut IV, slonnon hi, and effient were administered to the patient. On (B)(6) 2020, mechanical revascularization with a balloon catheter was attempted for stent re-occlusion, but it was unsuccessful. The following day on (B)(6) 2020 internal (surgical) decompression was performed. The patient continues to be ventilated and infused in the ICU.

Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was implanted in the patient and not returned to the manufacturer for evaluation. Intraprocedural or post-procedural images were not provided for review; therefore, the reported event cannot be confirmed. The instructions for use identifies vessel occlusion and vessel stenosis or thrombosis as potential complications associated with use of the device.

Event description:
It was reported that after deployment of the fred, in-stent thrombosis occurred and recanalization treatment was performed. Four days post-procedure, the vessel re-occluded and a decompressive craniectomy was performed. There was no reported device malfunction.